Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message with the adc device, and was therefore unable to obtain sensor readings. The customer subsequently lost consciousness, resulting in car accident. A healthcare meter blood glucose result of 3.5 mmol/l was obtained and the customer was treated with glucose infusion and oral dextrose by healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an error message with the adc device, and was therefore unable to obtain sensor readings. The customer subsequently lost consciousness, resulting in car accident. A healthcare meter blood glucose result of 3.5 mmol/l was obtained and the customer was treated with glucose infusion and oral dextrose by healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(4) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.